Manufacturer narrative:
Additional information was added: correction: initial reporter postal code. Initial reporter postal code - h1t2m4. The lot was manufactured from august 20, 2019 - august 22, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end (luer) of two (2) em2400 valve sets were broken leading to a leak. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.